Manufacturer narrative:
The service provider provided the investigation report on 05/27/2021. The actual device was tested. The pump passed the flow rate testing. The flow rate deviation is within the ±5% specification. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00022).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2021, zyno medical received a complaint related to flow rate issue. It was reported that "pump (B)(4) had low flow rate accuracy". The device operator was a biomed technician. No medication was being infused. The issue was found during the onsite preventative maintenance. There was no patient involved.